Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor started to drift on the screen by itself after the software update, and also pressed buttons on the screen. It was noted that the cursor remained in place when the user constantly touched the screen with a stylus pen. Troubleshooting steps were taken to calibrate the stylus with a floppy disk and perform an update; however, it did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's cursor started to drift on the screen by itself after the software update, and also pressed buttons on the screen. No autonomous movement of the cursor and/or autonomous activation of on- screen features were observed. An electromagnetic interference (emi) repair was performed as a measure to prevent screen issues with the installed finger-touch option. The finger-touch option has been tested and was working correctly. Additionally, it was noted that the power cable was worn, the keyboard cover plate and the lower bullet assembly were missing, and the liquid crystal display (lcd) hasp latch was broken. The software has been reinstalled and updated to the latest version. The programmer then passed the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: further analysis indicated that the programmer failed the incoming test due to a loose contact of the electrocardiogram (ECG) connector on the link electronic module (lem) board. The ECG connector was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.